Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they needed assistance turning off the insulin pump. Customer ran out of supplies and using a back-up plan. Customer's blood glucose was 500 mg/dl. Customer did not troubleshoot. No product will return for analysis.